Event description:
It was reported that a patient was treated with polarx fit on (B)(6) 2023. The patient began to have cough symptoms on (B)(6) 2024 and developed bloody sputum symptoms on (B)(6) 2024. The patient had been complaining of shortness of breath and hemoptysis since the beginning of this year. The findings indicated that the left superior pulmonary vein was completely occluded, and the left inferior was also noticed to have 50% stenosis after approximately 150 seconds of cooling. The patient is under monitoring. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.